Event description:
During aortic valve replacement surgery, the perfusion machine began sucking air. The staff immediately noted the bubbles. The surgeon & perfusionist were immediately notified. The aortic cannula was removed from the pt, air expelled from the line and the cannula was reinserted. It was not believed the pt received any air. As a precaution postoperatively the pt was taken to the hyperbaric chamber. The pt tolerated this for 30 mins.